Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge septum was leaking during the fill process. Reportedly, the same cartridge was used as the cartridge had stopped leaking. Blood glucose level was not impacted.